Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient indicated that since their implant they had experienced chronic pain directly behind their right ear. They complained that the pain originated from behind their ear and ran down to their ins. The side of their neck felt very tight, and the pain often resulted in a headache. They also noted they felt a sensation of "pens and needles" in the top portion of their head when they exercised. Additional information received from a healthcare provider (hcp) indicated the revision of the right infraclavicular ins and exploration of the right cervical extension lead occurred on (B)(6) 2017 as an action/intervention taken to resolve the issue. The patient had a sense of pulling and discomfort over the ins site and cervical course of the extension cables. Surgery was performed to increase laxity in the extension cables. The patient's symptoms improved after the second ins revision. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.